Event description:
Erosion was reported. The plastic surgeon planned to repair area that dehisced on the patient's back and wouldn't heal. Part of the catheter and anchor were exposed over a 4-5 cm area. The patient was reported to be doing well post operatively. It was noted, that the patient was a cancer patient also undergoing treatment. The pump delivered infumorph.

Manufacturer narrative:
Catheter: model #8709sc, lot #n276915005, implanted on: (B)(6) 2012, explanted on: unknown. Pouch 8590-1 dacron pouch: lot # n317079, implanted: (B)(6) 2012, explanted: unknown. 8835 personal therapy manager: serial (B)(4). (B)(4).